Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06752. (B)(4). It was reported that pericardial effusion occurred. The patient underwent a left atrial appendage closure (laac) procedure in (B)(6) 2014. A watchman double curve access system and 27mm watchman laa closure device were used. One partial recapture was necessary as the device was too proximal. The procedure was successfully completed; however, one day later pericardial effusion was noticed. The patient was put on clopidogrel. The event was considered resolved in (B)(6) 2014.